Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4) ,implanted: (B)(6) 2020. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine via an implantable pump for non-malignant pain and spinal pain. It was reported that the patient's pump was flipping in the pocket. It was unknown if the patient was manipulating it or if it was happening on its own. The pump was currently inverted and the healthcare provider (hcp) was concerned about the catheter twisting over time. They wanted to know if mdt still sold pouches for the pump; technical services reviewed we do not but at least one other company may sell them. Also suggested contacting medical affairs for journal search for other options to keep pump in place. Additional information was received from the company representative who reported that it was unknown what actions/interventions will be taken to resolve the issues. The healthcare provider has not yet notified them of any planned procedures at this time. The patient's weight was unknown and the pump remained implanted and in use.